Manufacturer narrative:
(B)(4). G2. Report source: germany. Literature: revision total hip arthroplasty using a modular fluted, tapered revision femoral component and interlocking screws in vancouver b3 periprosthetic fractures with insufficient bone at the isthmus. B. Fink; a. Ahmadian; f. H. Sax; p. Schuster. The bone and joint journal. Pages (1-8). 2024. Doi:10.1302/0301-620x.106b4.bjj-2023-0899.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that there was one patient within the paprosky type iiia defect group that displayed radiographic evidence of non-progressive subsidence, which subsequently stabilized without intervention. Diligence is completed and no further information on the reported event has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. Based on the received journal article, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.